Event description:
The report received from the study indicated that the pt had successful carotid stenting to the left internal carotid artery with a precise 10 mm x 30 mm stent. A carotid ultrasound done prior to discharge indicated the presence of thrombus in the carotid bulb proximal to the previously implanted precise stent. The pt was taken back to the cath lab three days later and had an add'l precise 10 mm x 40 mm stent implanted. An 80% stenosis proximal to the previously implanted stent was reduced to 0%. During this procedure, the pt experienced some confusion that resolved on admission back to his room. The pt also experienced hypotension that required dopamine support for one day and was removed. A repeat carotid ultrasound three days after the re-intervention revealed patent stents and the pt was discharged.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR. Report #9616099-2008-01153 and #9616099-2008-01154.